Event description:
Programming history was reviewed for the patient's generator. High impedance was observed intermittently 4 years after implant. The cause of the intermittent high impedance was most likely incomplete pin insertion, since the generator replacement resolved the high impedance. No additional relevant information has been provided to date.

Event description:
It was reported that a patient had high impedance on her device. High impedance was seen during two office visits. The patient was referred for replacement surgery. X-rays were also performed; however, the physician could not determine the cause of the high impedance. No additional relevant information has been provided to date. No surgical intervention has taken place to date.

Event description:
The patient had replacement surgery for high impedance. High impedance was seen immediately before surgery. Only the patient's generator was replaced. Impedance values after surgery were within normal limits. A programming history review revealed high impedance from the date of initial implant. Troubleshooting appeared to resolve the high impedance prior to the end of implant surgery. The device was discarded after explant and was not available for analysis. No additional relevant information has been provided to date.